Manufacturer narrative:
Based on the claim against the product by the customer noting wire breaking off, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis found the primary finding of instrument grip cables/broken - distal to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Common causes of the failure mode broken - distal instrument grip cable is attributed to a component failure. Additional observation not reported by site was also identified: the fenestrated bipolar forceps instrument had damaged conductor wire insulation on the distal end. The insulation does not exhibit thermal damage. The insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system where it released energy. The root cause of damaged conductor wire insulation is attributed to a component failure. The complaint regarding broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the fenestrated bipolar forceps instrument wire broke off. A backup instrument was used to complete the procedure with no patient harm.